Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient had a lead failure and the splitter had been damaged inside the patient's body. The patient will undergo a revision wherein a lead will be replaced.

Event description:
A report was received that the patient had a lead failure and the splitter had been damaged inside the patient's body. The patient will undergo a revision wherein a lead will be replaced.

Manufacturer narrative:
Additional information was received that the patient had high impedances on the lead. The patient had loss of stimulation due to half the lead not functioning. No images that confirmed the lead damage. The lead splitter was not damaged, it was just the contacts were misaligned. The patient underwent a revision procedure wherein the lead was replaced. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.